Manufacturer narrative:
(B)(4). Batch # p91r4m. Investigation summary: the handpiece was received attached to a har36 device. The nose cone was cracked and the mount was noted to be loose. No functional testing could be performed due to the nose cone was extremely cracked and no instrument could be attached to the handpiece. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the internal wires were disconnected. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. Analysis was unable to determine the exact root cause that lead to crack in the hand piece nose cone. It is possible that the condition of the nose cone contributed to the assembly issue when trying to attach the instrument to the handpiece. It is probable that the ingress of moisture affected handpiece functionality. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that after a laparoscopic unknown procedure, the handpiece could not be disconnected from the har36 even though a wrench was used. A part of the handpiece came off. When the shaft of the har36 was rotated, the internal components of the hp054 was rotated together. The number of remaining uses of hp054 was 13. Gen11 was used. There were no adverse consequences to the patient.